Event description:
During the procedure, the lone star retractor system elastic stays were being used. While up on the surgical field, two of the stays snapped in half. Both pieces of each were accounted for. Cooper surgical, the maker of the elastic stays, was contacted to determine radio-opaqueness of the elastic stays and I was informed that they were x-ray detectable. A flat plate x-ray was taken of the operative site and read as negative for any retained foreign object.